Event description:
The following has been reported by customer: department of paediatrics: error in administration of intravenous antibiotic. Bottle of 500mg, it was programmed for 220mg to be injected but the whole bottle was injected into the patient. Action taken: dose adjusted over 24 hours. Test: motor rotation error01-0002!!!' Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed device log was reviewed and nothing was found that could confirm the reported event. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming the reported device was received in brézins for investigation. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. Quality control was performed and no technical or functional issue was detected. Dirt has been found in the interstices and the membrane was worm. Nothing to confirm the reported event. The reported event could not be reproduced and there was no technical or functional issue that could confirm the reported event. Therefore, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.